Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness and loss of bladder control. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had a no delivery alarm in june. The customer had a low of 50 m/dl on (B)(6) 2017 and treated with juice. The insulin pump will not be returned for analysis.